Event description:
As reported, upon opening the packaging of an amplatz extra-stiff support wire guide, prior to use during a percutaneous transhepatic cholangial drainage procedure, the wire was noted to be unraveled at the tip. The device was not used, and another device was used to complete the procedure. There were no adverse effects to the patient. No additional procedures were required. The patient recovered.

Manufacturer narrative:
Customer name and address: address line 2: (B)(6). PMA/510(k) number = pre-amendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned.

Manufacturer narrative:
Event summary: as reported, upon opening the packaging of an amplatz extra-stiff support wire guide, prior to use during a percutaneous transhepatic cholangial drainage procedure, the wire was noted to be unraveled at the tip. The device was not used, and another device was used to complete the procedure. There were no adverse effects to the patient. No additional procedures were required. The patient recovered. Investigation - evaluation. Reviews of the complaint history, device history record, manufacturing instructions, and quality control procedures of the device were conducted during the investigation. No device was returned for investigation. A document-based investigation evaluation was performed. No related non-conformances were recorded. One additional complaint was reported for this product lot for an unrelated failure mode. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the available information, cook has concluded that a component failure unrelated to the design or manufacturing of the complaint device caused this incident. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per a review of the risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.